Event description:
During preventative maintenance of the device, the technician observed a "overspeed 1" error message and a pump jam occurred while testing the roller pump in reverse mode. No other details regarding the event were provided. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.